Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to confirm motor error due to the pump alarming. The device passed the displacement test. Corrosion to the motor home switch, cracked reservoir tube lip and scratched display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report a motor error alarm and delivery alarm. During troubleshooting, it was found that the drive support cap on the insulin pump was protruding out. Advised to discontinue use of device. Customer's blood glucose level was 187 mg/dl at time of reporting. Nothing further reported.